Manufacturer narrative:
Since the subject device was discarded by the user facility, olympus medical systems corp (omsc) could not evaluate the referenced device. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. The exact cause of this issue can not be conclusively determined. Sales rep noticed that there was at least an over activation during the procedure. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During use of the subject device for a total laparoscopic hysterectomy, the error occurred. The ptfe pad of the device was worn away. So, the surgeon replaced with a similar device. There was no pt harm reported without this event.